Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Single reporter exemption (B)(4). Investigation of returned catheter revealed that the coil of other company's unknown guidewire was deformed with partial loosening, moving the coil over the other, and the tip polymer material of the catheter was bit by and at the deformed coil. Some breakage damage in fragment was suspected. Lot history review revealed no anomaly relating with the reported event. Based on the obtained information and the outcomes of the investigation, it is presumed that tip of the unknown guidewire was trapped in the vessel, where rotational manipulation was made so that the coil deformation, loosening and moving over the other occurred. Also the rotation force worked to the subject catheter, resulting the biting stuck each other and damage of the tip polymer due to the applied force. Warning section of the IFU describes; "if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel." "Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Continuing rotation may damages or rupture the catheter, or damage the blood vessel.

Event description:
Reportedly, procedure was to treat a mildly calcified moderately circumflexed lesion at mid lad, physician used other manufacturer's unknown guidewire with subject microcatheter. When the physician tried to pull out the guidewire from the catheter after advancing the catheter, it was felt that the devices got stuck each other, devices were removed out as a unit. Reportedly there was no patient impact. Upon investigation of the returned catheter, it was found that the catheter tip polymer material was badly damaged, some breakage damage in fragment was suspected, and the possibility of the fragment remaining in the patient boy could not be deniable.